Event description:
It was reported that the asymptomatic patient presented in hospital after feeling a vibratory alert. Upon interrogation, the implantable cardioverter defibrillator was in backup vvi. A device download was performed and the device was restored. Patient was in good condition throughout and will continue to be followed normally.